Event description:
It was reported that the user received a ¿connect cgm or enter bg ¿ dosing stops in 1 hour¿ alert after applying a new g6 sensor but not starting or pairing the sensor and was instructed to enter the sensor pairing code into the pump and advised that automated dosing would pause until continuous glucose monitor (cgm) connection occurred. No reported symptoms. Outcomes included temporary suspension of automated dosing with user guidance provided to restore therapy by completing cgm pairing and waiting for sensor connection. Investigation included customer interview, device use review, and troubleshooting education regarding cgm pairing and pump workflow. Investigation of this case revealed user setup error related to cgm sensor start and pairing, with the device functioning as designed by issuing the alert and pausing dosing until cgm data became available. It was concluded, based on previously established findings for similar reports, that the cause was user error with normal device operation.